Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the c-cap was burnt a review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event is detectable and preventable by handling device in accordance with the following IFU. -instruction manual evis lucera elite bronchoscope olympus bf-1tq290 operation chapter 3 preparation and inspection 3.3 endoscope inspection of the entire endoscope -chapter 4 usage 4.3 usage of treatment devices should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt plastic distal end cover. There were no reports of patient or user harm associated with this event.